Event description:
The facility representative reported battery failure/ 570.320.844.0000. The event occurred during bio-med testing. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being submitted in accordance with instruction from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 16, 2007. Evaluation summary:the condition of battery failure/ 570.320.844.0000 was confirmed and it was due to depleted batteries. The batteries were 6 discharges below alarm threshold and had 4 charge/discharge cycles. The main batteries were replaced due to damage. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated.